Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion and was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.